Manufacturer narrative:
The pump was received with a severely damaged, cracked and bleeding lcd glass, minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip. Unable to verify the error, keypad button anomaly, or rewind anomaly or perform the functional checks including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart or operating measurements due to the physical damage on the lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack and the screen was hard to see. The customer's blood glucose was 12 mmol/l at the time of incident. It was also reported that the buttons were intermittently working. The insulin pump will be returned for analysis.